Manufacturer narrative:
Additional device product code: mni. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the implants from a previous posterior lumbar interbody fusion (plif) surgery performed on (B)(6) 2020 were removed on (B)(6) 2020 due to subsidence of the cage and loosening of the screws. L4-plevis revision procedure was completed on on (B)(6) 2020. No further information provided. This report is for one (1) 5.5 exp verse fen scr 7.0x40. This is report 10 of 10 for complaint (B)(4). Additional devices are reported under related complaint (B)(4).